Event description:
It was reported that during a bph surgical procedure, the customer reported "visibility was poor and they had to finally abort." The procedure was aborted. The case was completed by an alternate method "turp". Patient outcome: no injury to patient reported.